Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following up with the site, reported that as soon as the surgeon held the clamp before tightening it on the patient, the washers came out. The medtronic representative reported how the instrument was damaged is unknown. RMA issued; replacement device shipped to site on 12/14/2015. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure the spine clamp was noticed to be damaged. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided. Patient weight was unobtainable. The hardware investigation found that the reported event was related to a hardware issue. Visual inspection found that both retaining washers/rings had broken free of the assembly and were not allowing clamp to properly open. Hardware engineering confirmed that the captive washer on the distal end of the adjustment screw had separated from the instrument, but was returned in the same bag. This issue was documented in a medtronic navigation hardware anomaly tracking database.